Event description:
Patient reported having been treated for right side breast infection. Patient additionally reported having raynaud¿s phenomenon. Side was unspecified for the event. No indication of surgical reoperation. Healthcare professional later reported exchange due to desires larger. Device has been explanted.

Manufacturer narrative:
Fi summary: review of sterilization and seal strength results records related to work order (B)(4) did not identify any deviations, errors, omissions or non-conformities that may be associated with the reported device. Sterilization process was successfully completed and seal strength testing results met the required specifications. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection and raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and raynaud's phenomenon